Manufacturer narrative:
The product will not be returned for eval. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer's mother reported her daughter's blood glucose reached between 230 to 260 mg/dl less than 24 hours after the pod was activated. She then realized the cannula had pulled out of the infusion site and the pod was discarded.